Manufacturer narrative:
Method: sample has not been received. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a f/u report will be filed when investigation has been completed.

Event description:
Catheter break. Pt called and stated that she had a lump at catheter site. On (B)(6) 2011 the pt complained of pain to physician. Dr instructed pt to put heat on it. The pt said that she rubbed the area, when she did the catheter piece poked out and she was able to pull it out with no difficulty. The pt reported that she put peroxide and antibiotic ointment on the area and feels much better. She reported that the pain in the area has subsided. The pt has the catheter piece in her possession to return for eval. Date of surgery: (B)(6) 2011. Date of event: (B)(6) 2011.